Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: (B)(6) 2021 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the recharger was displaying scrolling green battery lights while in the dock. When removed from the dock, no lights appeared on the recharger. The agent suggested trying resetting the recharger. When the power button was pressed and held for 30 seconds, there was no response from the recharger. When it was placed back in the dock, the scrolling battery lights resumed. The caller confirmed this was the same recharger the patient was issued at implant in 2021. The agent suggested replacing the recharger. Shipping information was confirmed and a  request sent to repair for replacement. Additional information was received from the patient. Patient called back with replacement recharger. Patient said they haven't been able to charge their ins for the past two months because they got the replacement recharger and all it did was flash orange and make a descending tone and it wasn't charging their ins. It was still in shipping mode. Patient services had the patient power off the recharger, place it on the dock, open the recharger application and hit connect. The patient got 'not found' and selected 'switch communicator' and manually entered the replacement recharger serial number and continued. The patient then saw "recharger is inactive". Patient was able to power the recharger on and the troubleshooting steps taken on the call resolved the reported issue. Patient was able to begin a charging session. The ins battery was at 10%. Patient to continue cha rging to completion and may call back for assistance in turning the therapy back on once the ins was fully charged.

Manufacturer narrative:
Continuation of d10: product ID wr9220-svc lot# serial# (B)(6) product type recharger h3: analysis of the returned wireless recharger (l/n: npp012091n) revealed that there were no anomalies visually observed with the r eturned device. The patient's complaint was however confirmed as the led's scroll continuously and the device is unresponsive. The flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Edtronic will submit a supplemental report if additional relevant information becomes known.